Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the formula leak near the cassette while the patient was being fed.

Manufacturer narrative:
A device history record review could not be completed since the reported lot number is incorrect/invalid. Three (3) used sample were received for evaluation. A visual and functional evaluation was performed and found that the line was detached from the cassette. Also, a photograph was submitted by the customer providing additional evidence of the disconnection. The reported condition will be treated as confirmed. The probable root cause could be related to the assembly operation during the manufacturing/production process. No action plan will be followed since there is no trend for the reported issue. This complaint will be closed with no further action and will be used for tracking and trending purposes.